Event description:
During catheter placement, the nurse met resistance, so the catheter was removed. After removal, the guidewire was noted to have pierced the catheter wall, approximately 6 to 8 inches proximal to the catheter tip.

Manufacturer narrative:
The device history review showed nothing related to this incident & no complaints of similar nature.